Event description:
Procedure: bullectomy. According to the reporter: underlying lung tissue was too thick and friable under the bleb and the entire staple line tore underneath the duet reinforced line when the anesthesiologist reinflated the lung. There was a 3-4 cm avulsion of lung tissue under the staple line. The surgeon used another device to excise the staple line.

Manufacturer narrative:
(B) (4). (B) (4).